Event description:
Following intraocular lens (iol) implant surgery a pt was experiencing a dark temporal shadow. The shadow was more noticeable at night and in the "right gaze". The iol was explanted and replaced. Additional info has been requested.